Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional tests. However, a corroded battery cap was noted. The insulin pump was also received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported receiving multiple motor error alarms on the insulin pump during the manual prime. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 135 mg/dl. No further information reported.